Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of the incident was 450 mg/dl and the current blood glucose level was 270 mg/dl. The customer experienced symptoms such as nausea. Customer was treated with intravenous insulin infusion/ drip. Customer stated they were not hospitalized, not in the emergency room, and also not dispatched to emergency medical service as a result of high blood glucose. The customer reported that they were getting high blood glucose because the three infusion sets from the newly open box had some leak on it. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.